Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Taperloc microplasty femoral taper/ pn 14-103206/ ln 779840 m2a-magnum taper adapter/ pn 139252/ ln 057510 this report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2017-00056).

Event description:
Legal counsel for patient reported that the patient had a left hip revision approximately six years post implant due to pathological notations of tissue with reactive changed and chronic inflammation, along with elevated levels of cobalt and chromium. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.